Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they went to a doctor about a month ago and they were told that 'it's malfunctioning', they do see a difference because when they put it in their back and '98'. Agent had difficulty understanding the patient because the patient explained their concern vaguely and provided conflicting information. Pt stated normally they charge it once a week and sometimes it will go down to 40% then they will recharge it back to 100% but a month ago they noticed that when they recharge it, it was always on 80% and didn't go to 100%. Agent attempted to clarify the issue. Pt stated that they don't understand it but, it didn't move from 80% and it only move from 80% when they recharge it, but it doesn't go down to 40% like it used to when they got it. Pt clarified first when they put it on their back, the top and the bottom was at 80% and when they charge it will move to 100% but it does that same way all the time, but when they first got the device, it will go down to 40%. Pt clarified that it was the ins battery level and the ins wont charge anymore. Agent reviewed troubleshooting process and attempted to obtain the serial number of the equipment but pt said they're all by their self and cannot do a troubleshooting. Pt preferred to fix the issue in person. Pt was asking if there's a different doctor in their location because their previous doctor left. Agent reviewed sending a physician listing through email but pt said they don't have an email. Agent reviewed contacting the field for visibility.